Event description:
The customer reported that when the platform was placed on pts, the autopulse will size, but will not start compressions. The platform would either turn off or display a re-align pt error message. No adverse pt sequelae was reported at the time. Despite several attempts, no other information could bt obtained.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. (Refer to 30003793491-2013-00497 for other pt).